Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, knee operation, bladder operation, fibroids, cervicitis, nabothian cyst, adenomyosis, paratubal cyst, pelvic adhesions and umbilical hernia. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain back"), vulvovaginal discomfort ("irritation in panty area,vaginal area") and skin irritation ("rashes or skin conditions type: irritation on neck and underneath arms") and was found to have weight increased ("weight gain"). In 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), amenorrhoea ("I haven't had a cycle since the implant"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (tlh, bilateral salpingectomy-nephrectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, back pain, abdominal pain, vulvovaginal discomfort, skin irritation, amenorrhoea, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, alopecia, amenorrhoea, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, skin irritation, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: trailing coil: left 3 & right :3 (as written) patient received treatment for pain, allergy,vaginal discharge. Discrepancy noted date of insertion: (B)(6) 2012, (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Ultrasound breast - on (B)(6) 2014: sographic examination was done of both breasts in multiple projections.the right breast shows no cysts or solid menses.the left breast no cysts and solid leasions. Ultrasound pelvis - on an unknown date: impression: fibroid uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, knee operation, bladder operation, fibroids, cervicitis, nabothian cyst, adenomyosis, paratubal cyst, pelvic adhesions and umbilical hernia. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain back"), vulvovaginal discomfort ("irritation in panty area,vaginal area") and skin irritation ("rashes or skin conditions type: irritation on neck and underneath arms") and was found to have weight increased ("weight gain"). In 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), amenorrhoea ("I haven't had a cycle since the implant"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (tlh, bilateral salpingectomy-nephrectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, back pain, abdominal pain, vulvovaginal discomfort, skin irritation, amenorrhoea, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, alopecia, amenorrhoea, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, skin irritation, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: trailing coil: left 3 & right :3 (as written) patient received treatment for pain, allergy,vaginal discharge. Discrepancy noted date of insertion: (B)(6) 2012, (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Ultrasound breast - on (B)(6) 2014: sographic examination was done of both breasts in multiple projections.the right breast shows no cysts or solid menses.the left breast no cysts and solid leasions. Ultrasound pelvis - on an unknown date: impression: fibroid uterus. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-mar-2021: the case becomes serious incident. Mr received. Reporter information , other relevant history , date explanted , auto-narrative supplement added and product information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.